Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, exhibited noise on the rate/sense channel. The noise was oversensed which resulted in a three second pause in pacing. Far-field oversensing was also noted on the atrial channel. No adverse patient effects were reported.

Manufacturer narrative:
The physician elected to place the rate/sense portion of the lead in the left ventricular (lv) port and placed the lv lead in the right ventricular rate/sense port. At this time, the available information suggests this device remains in service. No adverse patient effects were reported.